Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned non-emergency treatment at the time of the event. The procedure was completed using another system. Log file analysis confirmed the reported problem and identified malfunctioning x-ray pc as the cause. A philips remote service engineer (rse) examined the system remotely and instructed the biomed engineer to open the technical cabinets. It was identified that the x-ray pc was non-functional. The rse determined the x-ray pc was defective and required replacement. To resolve the reported issue, a philips field service engineer (fse) visited on-site and replaced the x-ray pc. The system was returned to use in good working order and ready for clinical use. There has been no recurrence of this issue reported from the customer. The x-ray pc was returned for further analysis. Functional testing was performed, and the power supply unit of the x-ray pc was found to be defective. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not be started anymore. No harm was reported to philips. Philips has started an investigation of this complaint.